Manufacturer narrative:
Terumo did not receive the actual device and further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the venous line collapsed. The product was not changed out, there was no blood loss, and the surgery was completed successfully. The event did cause a 1 minute delay in surgical procedure. The perfusionist adjusted flow rates and vacuum levels to prevent injury. There was no pt harm.